Event description:
Transmitter clips would not stay latched once applied to the baby.even after multiple requests for references from other hospitals on this product, the company has not produced any with multiple reasons as to why they can not. ======================manufacturer response for infant/child security alarm, safe place (per site reporter).======================replaced out all transmitters with new transmitters. Had verbal conversation indicating we had received a bad lot. However, the design had been changed between the original set we obtained and the replacement set.